Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9, h4. The device was returned to olympus for inspection. Upon evaluation, the reported malfunction of the lever failing to move was confirmed. Based on the investigation findings, the probable cause of the physical resistance and sticking was determined to be stress-related. The most probable cause was traced to component failure, representing an expected or random occurrence with no identified design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the endoeye flex deflectable videoscope lever does not move; it will not open and close. There was no patient harm in this reported event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.